Event description:
The customer reported that there was no sound coming from the speaker.

Manufacturer narrative:
(B)(4): the customer reported that there was no sound coming from the speaker. In an abundance of caution, we will report this incident although in this case, the alarms would still be annunciated at the central station. Product labeling states: warning - do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.